Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open infected pressure sore. The patient's physician prescribed them hydrocortisone cream to treat the sore. There was no alleged device malfunction. Patient advised that their skin condition did not improve. The patient's medical outcome is unknown.